Event description:
A malfunction alarm occurred, specifically an alarm 20, during the loading process of the insulin pump. The customer declined to provide information on whether their blood glucose level exceeded 500 mg/dl. The customer attempted to load a new cartridge but faced recurring cartridge alarms, prompting technical support to replace the pump. The customer switched to manual insulin delivery as a backup. Instructions were provided to return the faulty pump, and the customer acknowledged understanding these directions.